Event description:
New information available on (B)(6) 2017 states that, the patient presented in the emergency room on (B)(6) 2017 after receiving an alert from the device.

Event description:
New information available on 11/27/2017 states that, on (B)(6) 2017, the patient's right ventricular lead exhibited low impedance. It was further noted that the patient had been experiencing chronic discomfort. The lead was explanted and replaced. The patient tolerated the procedure in satisfactory condition.

Manufacturer narrative:
Correction: report source 'health professional' and 'user facility' should have been reported.

Manufacturer narrative:
Device code of (B)(4) used because of the allegation of 'lead failure'

Event description:
It was reported that the patient¿s presented with an alert in (B)(6) 2016 due to an unspecified reason and another alert in (B)(6) 2017 because of low right ventricular lead impedance. The lead was explanted and replaced with a competitor lead, because of lead failure. No further information was available.